Manufacturer narrative:
The insulin pump had cracked and bleeding display glass, minor scratches on the display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported that she dropped her insulin pump and the screen looked broken and was hard to read. The customer stated she cannot see any numbers when trying to bolus. Her blood glucose was 370 mg/dl, which she treated for with the insulin pump. The customer stated the type of damage was cracks and a broken screen inside. The customer was advised to discontinue use and revert to a backup plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).